Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. The needle broke at the swage during use. No fragment remained in the pt's body. There was no adverse consequence to the patient.